Event description:
A ventilator being used on an ICU pt quit working. It appeared to have lost power, but a check of electric outlet found it supplying power properly. The pt sustained no injury but had to be ambu-bagged until another ventilator could be brought in.